Event description:
Since I had used renu contact solution with moisture plus 2 bottles, I continue to have the following symptoms: red eyes, blurred vision, pain, discharge, headache, multiple doctors visits, keep getting treated for pink eye, on several different medications, swollen eyes, sensitive to light, much pain when exposed to alot of light. Dates of use: 1 yr., 2006 - 2007. Diagnosis or reason for use: contact lens cleaner. Event abated after use: yes. Event reappeared after reintroduction: yes. Dose or amount: 2 oz. Frequency: daily. Route: ophthalmic.